Manufacturer narrative:
Voluntary event report was received. Medwatch: mw5147141.

Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed noise oversensing on the right ventricular (rv) lead. No changes or intervention were reported. The patient condition was unknown.